Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the tubing was leaking from the clamp that actually goes inside the pump. One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed and a simulated infusion was conducted at 125 ml /hr. Leakage was identified coming from the bottom of the lower pumping segment fitting. Further inspection indicates that the bonding solvent was not applied all the way around the tubing to lower pumping segment fitting allowing for a small amount of liquid to pass the bonding location and leak out of the bottom of the pumping segment. The investigation was forwarded to the manufacturing location for root cause analysis. After the investigation it was determined that root cause for the issue was an issue with the solvent dispenser that assembled the lower pumping segment to the tubing. As a corrective action, the tooling used to dispense the bonding solvent was changed and notification was distributed to the assembly personnel regarding the failure. A device history record review for model 2426-0007, lot number 25033149 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: I was going to place the tubing into the pump and noticed it was wet. I thought maybe it was just from priming but as I looked closer, it was leaking from the clamp that actually goes inside the pump. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? The patient was not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.